Event description:
Sales rep reported that this surgeon had a problem with the suture knot not sliding properly. The issue occurred with 2 devices. Three lots were given, but it can not be confirmed which two lots had the problem. Sales rep stated that the surgeon placed four fast-fix devices during this surgery. With two of the devices, the suture broke before the knot was tightened all the way. The t's and sutures were left in the pt intact just not optimally tight. Two other devices were properly placed securing the repair. A delay of about 15-20 minutes occurred and no pt injury resulted.

Manufacturer narrative:
No device is being returned for eval, therefore, no determination could be made for the reported device failure. There were three lot numbers reported, however, it is unknown which of the lot numbers were involved. The other two lot numbers are 50135755 and 50141983.